Event description:
Product analysis was later completed and reviewed. The returned lead showed no electrical discontinuities, but multiple setscrew marks indicated incomplete insertion into the generator at one point, and the lead exhibited abraded openings, stretched and kinked coil, compressed tubing likely fracture and the cause of high impedance, dried bodily fluid, and other damage consistent with wear, handling, and the explant procedure, while evaluation of the unreturned lead portion could not be performed. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during battery replacement, high impedance was seen after the generator was replaced. The surgeon noted that there was a kink in the coil. Troubleshooting was preformed but did not resolve the high impedance. The lead was then replaced. The device has not been returned to date. No other relevant information has been received to date.

Event description:
Additional information received. The suspected device was received by the manufacturer. Product analysis is underway but has not been completed to date. No other relevant information has been received to date.

Manufacturer narrative:
H6: type of investigation. Initial report inadvertently did not code b13. H3: product analysis of suspect product in under way.